Manufacturer narrative:
Result of investigation: the exact root cause was not determinable. Most likely the issue is caused by a hardware issue on the epc. Despite many tests performed by imt ag on similar returned parts, the issue was still not reproducible. Investigation will be continued under I-ch-21-008. As the failure rate is within the expected range as per our risk files, decided to close this complaint. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista ventilator shutdown while on patient use. The screen was blank with led lit during ventilation. The unit was still ventilating the patient. Both visual and acoustic alarm was also active. There was no patient harm reported in this event.

Manufacturer narrative:
81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.